Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage on the electronic assembly. There was moisture damage was found on the motor assembly.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer removed the battery but the alarms continued. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer went swimming with the pump on for about 10 minutes. Customer stated that he walked into the water while fishing and forgot the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.